Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgment. A new lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgment. A new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was retracted and dried blood tissue was noted in the helix housing. A thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgment. A new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is a correction to the previously filed initial report for this complaint. Bsc aware date was incorrectly filed as 08/08/2024 in the initial report. The correct awareness date for this issue is 08/20/2024.